Manufacturer narrative:
A ge service rep performed an on site nvestigation. The failure could not be duplicated. The interconnect cable was re-seated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the workstation on the stenoscope system would not boot up. No pt injury was reported.